Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and nausea. On the same day, the patient began treatment with fortaz and vancomycin (doses and frequencies not reported) ip (intraperitoneally) for peritonitis. Thirty nine days after onset of peritonitis, the patient was hospitalized for another indication, however the peritonitis continued and the patient received treatment for the peritonitis during hospitalization. On an unreported date in the same month as onset, treatment with fortaz was discontinued. Forty days after onset, the patient¿s peritonitis persisted so treatment with vancomycin was extended for another 21 days. The cause of peritonitis was unknown. Twelve days after being admitted to the hospital, the patient was discharged. Ten days later, treatment with vancomycin was discontinued and the patient had recovered from the peritonitis. At the time of the report, dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd895755 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. The device was not returned, therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.